Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed at 10x microscope magnification. Visual inspection revealed that one (1) lens haptic was detached and missing. Stains and scratches were observed on the lens. Visual inspection revealed a few surface residuals (particles) on the lens that could be related to handling the lens. The complaint of haptic damage was verified. The product did not meet the acceptance criteria. Based on the investigation, the probable cause of the condition of the returned lens could be associated with the handling technique. There was no indication of a manufacturing related cause. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that a z9002 21.5 diopter intraocular lens was inserted and removed from a female patient's right eye due to a broken haptic. The incision was enlarged to remove the lens from the eye. The lens was replaced with another z9002 lens 22.0 diopter. There was no patient injury and the patient outcome was good.

Manufacturer narrative:
On the initially report should have been checked for both adverse event and product problem. The device was received on 11 december 2014 and was forwarded to the manufacturing site for evaluation. At the time of this report the evaluation is not yet completed. Results will be communicated on supplemental report. Manufacturing record review. A review of the manufacturing records was conducted. Results revealed all process operations from molding to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. In addition a review of the raw material/manufacturing procedures in change control system was done during the period when this p/o was manufactured and does not show any change in manufacturing method, inspections or specifications that could be related with this complaint type. During the manufacturing record review of the production order for this serial number, no deviation or assignable cause was identified for the complaint type reported or related to the initial report information when this production order was manufactured. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.